Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a substantial section of the external driveline left. X-rays were performed and there were no areas of concern on the internal portion of the driveline. The event log files captured low speed and pump stop events while tethered to the mobile power unit. This was due to a short to shield issue as the pump stops occurred only on a grounded patient cable. The pump stops were very brief, and the patient was asymptomatic during them. It was noted that the driveline was not exposed any trauma, just wear and tear. There was no major patient weight change. The alarms were noted when the patient got into or out of bed. The patient was discharged on an ungrounded cable. An external driveline repair was not performed.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Section h6: corrected medical device problem code. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events, consistent with suspected driveline damage, while the device was connected to a grounded power source. The submitted photograph captured the external driveline and controller power cables connected to the system controller. An external driveline repair was observed halfway between the exit site and the controller. No damage was observed. The submitted driveline x-rays captured the internal driveline as well as a portion of the external driveline; however, driveline wire compromise could not be confirmed via the submitted image. The submitted log file contained events from 22jan2024 through 29feb2024. Multiple low speed and pump stop events were intermittently captured with alarm flags between on (B)(6) 2024 and on (B)(6) 2024 while the device was connected to the mobile power unit. Based on previous complaint experience, the type of behavior captured within the file could be indicative of a potential driveline issue and a short to shield. No other notable events or alarms related to the pump or driveline were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿ lists examples of emergencies and what actions to take, including when a pump stop occurs. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Previous driveline repair reported under MFR #: 2916596-2021-07173.